Event description:
It was reported that the blood glucose monitor had an intermittent line on the display that affected the values displayed on the device. No adverse event was reported. The blood glucose monitor was requested to be returned for product evaluation.

Manufacturer narrative:
The event occurred in (B)(6).